Event description:
It was reported that the patient was found passed out. Device interrogation revealed alert messages for possible high voltage circuit damage and possible high voltage lead issue. Multiple vf episodes were noted. The patient received four high voltage shocks. Several vf episodes with no therapy and 17 aborted shocks were also noted. Low, out of range hv lead impedance was observed. The patient was in a comatose state and later expired.

Manufacturer narrative:
. The reported field event of an output anomaly was confirmed in the laboratory via review of the device image. The device was tested on the bench as well as using automated test equipment and the high voltage output transistors were found to be damaged. An arc mark was found on the ICD can consistent with lead friction to the ICD can. Further evaluation of the arc mark indicated the presence of lead material. The damaged output transistors are consistent with that caused by arcing between the hv conductor and ICD can. (B)(4).